Event description:
The customer reported "can not exposure." This issue may refer to a loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.